Event description:
It was reported that patient underwent hip procedure on (B)(6), 2011. Three weeks later, the liner detached from the shell when the patient was getting onto a bed. This led to a dislocation. Patient underwent revision surgery on (B)(6), 2011 replacing the liner and ceramic head. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implants are to be returned to manufacturer. Upon return of items and completion of evaluation, a follow-up report will be sent to the FDA. This is 1 of 2 mdrs relating to the same reported event. Please also see MDR 3002806535-2011-00156. This report filed (B)(4), 2010.